Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect. X-rays were taken and it was determined that the lead has moved and/or was covered in scar tissue. Further info was requested from the healthcare professional.